Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered two boluses back-to-back via the pump. The customer¿s blood glucose (bg) decreased to 118 mg/dl. The customer¿s parent took the customer to the emergency room where the bg was ¿stabilized¿. No additional information was provided.